Event description:
Customer alleged the spring in handle broke and brake would not latch. Sent parts out. No injury alleged.

Manufacturer narrative:
(B)(4). The dealer alleges that the spring for the brake handle broke and the brake will not latch. Replacement part has been sent. No injury.